Event description:
It was reported that the o2 and air inlet couplings, and associated labels on the back panel, were reversed on the giraffe and panda t-piece resuscitation system upgrade kit. The issue was discovered during preventive maintenance while the distributor's service engineer performed the blender output test. The problem was immediately corrected by the service engineer. There was no report of patient involvement.

Manufacturer narrative:
According to the distributor in (B)(4), there have been no service calls from the hospital since the resuscitation upgrade kit was first installed in (B)(6) 2011. During installation, the distributor service engineer used the installation instructions included with the upgrade kit. The instructions to perform the functional check were not noticed, so the check was not performed after installation of the resuscitation unit. Ge healthcare's investigation shows tha the upgrade kit involved was manufactured before 08/01/2012, and did not include an inspection route prior to shipment from the manufacturing site. An inspection route was implemented for all resuscitation upgrade kits on 08/01/2012. A review of the device history records for resuscitation upgrade kits manufactured in 2011 did not reveal any trends. The primary root cause is that the manufacturing assembly process had not been error proofed at the time the unit was shipped. A secondary root cause is that there was no independent verifier of the resuscitation upgrade kit.